Manufacturer narrative:
There was no indication beckman service was sent to the customer site. The customer replaced the potassium (k) electrode to resolve the issue. (B)(4).

Event description:
The customer reported obtaining false low potassium (k) results involving the au480 clinical chemistry analyzer. The false low results were not reported outside the laboratory. There was no change to patient treatment in association with this event.